Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue; occurs during or immediately after battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: review of the black box data revealed power on reset events after the occurrence of a replace battery alarm that resulted from the attempted use of a discharged (dead) battery on march 25, 2015. The battery cap returned with the pump for investigation was intact without damage and able to fit properly on the pump. On examination, the battery compartment was found to be cracked above the bumper pad. There was visible moisture corrosion inside the battery compartment. A leak test confirmed moisture leakage into the battery compartment at the crack. The pump was exercised for 24 hours without power interruption. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored.